Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in turkey. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The event reports that the liner locking mechanism on bi-polar cup failed. Surgery completed with another device. The locking ring is distorted. This is evident as the gap, which enables the ring to be compressed using a circlip pliers, has closed significantly. This distortion has caused the dimension of the ring to alter thus rendering it non functional. The complaint has been confirmed following review of the returned implant, locking ring distorted out of shape. However, it is not possible to determine exactly when this distortion occurred. Unable to determine root cause, the fit and function of this product is checked during assembly of the plastic insert inside the metal cup. The locking ring is checked during this process using a spherical function gauge. It is most likely that the product left zimmer biomet control conforming. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints data base has found no similar complaints to the reported event. The hazard and reported harm are covered by the risk file and the severity/ occurrence and the risk scores are within acceptable limits. No corrective actions needed at this time. It has been determined that this complaint is not a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint reviews in order to identify potential adverse trends. Risk assessment: -this event occurred during surgery. No further harm was reported. -the hazard and reported harm are covered by the risk file and the severity/ occurrence and the risk scores are within acceptable limits. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that during hip surgery, the liner locking mechanism on bi-polar cup failed. Subsequently, the surgery was complete with no harm or injury to the patient or operator.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that during hip surgery, the liner locking mechanism on bi-polar cup failed. Subsequently, the surgery was complete with no harm or injury to the patient or operator.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during hip surgery, the liner locking mechanism on bi-polar cup failed. Subsequently, the surgery was complete with no harm or injury to the patient or operator.